Event description:
It was reported that customer had a keypad anomaly on the insulin pump. Customer stated that the b button was not working. Customer can access the bolus wizard through the main menu but not by pressing the b button. Customer stated that it stopped working a couple days ago. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received intermittent button response due lcd unlock keypad connector. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.